Manufacturer narrative:
Additional information was provided stating that the lvad pump was going to be explanted, however, the hospital made the decision to leave the lvad pump in and instead cute the percutaneous lead. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc) that the patient received pump stoppage while at home. The patient was in the process of being transported to the implanting center when the pump automatically restarted en-route. The vc advised that the pump is or was clotted off due to the patient recovering and there may be an element of flow diversion from the vad. Additionally, the patient was compliant with anticoagulation with current inr at 2.1. Patient is currently doing well and in very good spirits. The plan is to explant the device as the echocardiogram (echo) has revealed recovery.

Manufacturer narrative:
The report of pump stoppages was confirmed based on the information contained in the submitted system controller log file; however, the report of thrombus and a specific cause for the confirmed pump stoppages could not be determined as pump was not returned for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The plan was to explant the pump; however, the hospital made the decision to leave the pump in and instead cut the driveline. The patient was discharged home and continues to do well.